Event description:
On (B)(6) 2012, it was reported that the pt developed an infection at his infusion site. The pt was treated with cephalexin duo 1 gram. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.